Manufacturer narrative:
G4: 06oct2020 b4: (B)(6) 2020 the blower motor assembly was received for evaluation. Visual inspection of the blower assembly¿s outer surface revealed no evidence of damage or contamination. Blower spins freely. A failure investigation (fi) technician installed blower motor into a fi ventilator to duplicate the reported issue. The fi ventilator was booted up unit in normal operation mode and checked for alarms and errors. The returned blower motor passed all testing, and the reported complaint was not verified and could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09may2020.

Event description:
It was reported that the unit had no air coming from the patient outlet port. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The fse verified that the blower rpm did not increase above 3000 when the pressure was set above 0. The fse recommended that the customer use a new blower assembly or motor controller (mc) board. The customer was provided with part information. The customer replaced the blower and the issue was resolved. The unit was returned to service.